Event description:
Boston scientific received information that after this right ventricular (rv) lead was implanted, the physician noticed a significant change in r-wave, impedance, and pacing threshold measurements. Later that day, the physician checked the patient again and a perforation was observed. About four hours later, a pericardial effusion drainage was performed, then a lead revision was done. The physician had intended to explant and replace the rv lead, so a new lead of the same model was opened. Instead, the physician used the stylet and terminal tool from the new lead package to successfully reposition the original lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.